Manufacturer narrative:
The customer's meter has bee requested for investigation. Occupation - the occupation is patient/consumer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The caller alleged segments were missing from the results field of the display. When a display check of the meter was performed, no missing segments in the results field were observed. When viewing results from the meter's patient result memory, it was alleged that the most recent result appeared as 3.1, but the top right segment was missing. The next result appeared to be 3.0, but the top right, top middle, and bottom middle segments were missing. There were no signs of physical damage to the meter.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.